Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the ra lead. The lead was capped and replaced on (B)(6) 2019. The patient 's condition was stable and was recovering after the procedure with no complications.